Event description:
Allegedly pt. Developed recurrent symptoms. He has a co level of 12.2, thickening of the hip joint capsule on mr, and mild reactivity to nickel on leukocyte transformation testing. Pt. Revised.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00032.